Event description:
While the pt was shaving flecks of blood were noted in the tubing. The iab was removed and replaced. During removal of the iab, the dr manipulated the wire guide, and in doing so, the guide wire passed through the catheter. The central lumen was noted to be cracked. There were no pt complications.